Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer states the pins and standoffs are breaking when going up a ramp. He states the chair runs normally until he tries going up a ramp. MDR filed.